Event description:
Caller reported experiencing intermittent occlusion alarms. The customer's blood glucose level exceeded safe limits, reaching 525 mg/dl on one of the days- date unknown. The customer managed to address the issue by administering a corrective injection and changing the infusion set and cartridge to resume insulin therapy.